Event description:
Customer reported that the unit has an error code messages of depleted backup battery/battery depleted dialog displayed on the screen and backup battery not connected. Customer reported that the unit was operational and backup battery has 27+v dc. Battery age is undetermined at this point. The customer reported there was no patient involvement.